Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], acidosis (patient is type 1 diabetic) [diabetic ketoacidosis], they adjusted patient dose then pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill [device malfunction] novopen 4 did not inject insulin [device failure], expired device used [expired device used]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" beginning on 2025, "acidosis (patient is type 1 diabetic )(acidosis diabetic)" beginning on 2025, "they adjusted patient dose then pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device component malfunction)" with an unspecified onset date, "novopen 4 did not inject insulin(device failure)" with an unspecified onset date, "losing weight(weight loss)" beginning on 2025, expired device used (expired device used) with an unspecified onset date and concerned a 28 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetic", , novorapid penfill (insulin aspart 100 u/ml) from 2025 and ongoing for "type 1 diabetic", the outcome of the event "expired device used" was not reported. Reporter's causality (novopen 4) - losing weight(weight loss) : unknown . Company's causality (novopen 4) - losing weight(weight loss) : unlikely. Reporter's causality (novorapid penfill) - expired device used (expired device used) : unknown. Company's causality (novorapid penfill) - expired device used (expired device used) : possible . Investigation results name: novopen 4, batch number: cug1319 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml, batch number: nr7sk09 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: final report check box ticked, expected date of follow up report was removed, further investigation updated device addendum: annex b c d g codes updated narrative updated accordingly. Final manufacturer's comment: 13-jan-2026: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus and used of expired device are significant confounding factor for the development of hyperglycaemia and its complication. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary name: novopen 4, batch number: cug1319 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] acidosis (patient is type 1 diabetic ) [diabetic ketoacidosis] they adjusted patient dose then pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill [device malfunction] novopen 4 did not inject insulin [device failure]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" beginning on 2025, "acidosis (patient is type 1 diabetic )(acidosis diabetic)" beginning on 2025, "they adjusted patient dose then pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device component malfunction)" with an unspecified onset date, "novopen 4 did not inject insulin(device failure)" with an unspecified onset date, "losing weight(weight loss)" beginning on 2025, and concerned a 28 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetic", , novorapid penfill (insulin aspart 100 u/ml) (dose: 12 iu at breakfast, 20 iu at lunch, and 10 iu at dinner) from 2025 and ongoing for "type 1 diabetic", patient's height: 160 cm patient's weight: 58 kg patient's bmi: 22.656250. Dosage regimens: novopen 4: novorapid penfill: ??-???-2025 to not reported (dosage regimen ongoing); current condition: type 1 diabetic (diagnosed 13 years ago) historical ar: acidosis (diabetic ) (in aug-2024) historical condition: pregnancy historical drug: actrapid (started using actrapid insulin 13 years ago, stopped 4-5 months ago) procedure: admitted to hospital (admitted to hospital in aug-2024 due to hyperglycemia and acidosis while using actrapid ,for 15 days) concomitant products included - lantus(insulin glargine) on an unspecified date, customer contacted hotline to solve novopen 4 issue on an unspecified date, patient dose was adjusted, then pressed on push button, the dose counter returned back to 0 u again, but the piston rod did not move to push back of penfill, so the pen did not inject insulin (two novopen 4 were with the same issues and same batch number) on an unspecified date in 2025, patient suffered from hyperglycemia and acidosis due to the tech-nical issue of novopen 4 and was hospitalised (hospitalisation details unknown) during using no-vorapid penfills (nearly 4 months ago while using novorapid penfills ) patient noticed losing weight (weight) (unit and value not reported) 4 months ago in 2025 patient could not confirm how long stayed at the hospital, but it was less than the period of first admission. Patient was using novorapid penfills in the hospital but could not confirm the doses tak-en inside the hospital. Patient last hba1c (glycosylated haemoglobin) was 10 % and last rbgl (blood glucose) was 350 mg/dl batch numbers: novopen 4: cug1319 novorapid penfill: nr7sk09 action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not recovered. The outcome for the event "acidosis (patient is type 1 diabetic )(acidosis diabetic)" was not recovered. The outcome for the event "they adjusted patient dose then pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device component malfunction)" was not reported. The outcome for the event "novopen 4 did not inject insulin(device failure)" was not reported. The outcome for the event "losing weight(weight loss)" was not recovered. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : unknown acidosis (patient is type 1 diabetic )(acidosis diabetic) : unknown they adjusted patient dose then pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device component malfunction) : unknown novopen 4 did not inject insulin(device failure) : unknown losing weight(weight loss) : unknown company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible acidosis (patient is type 1 diabetic )(acidosis diabetic) : possible they adjusted patient dose then pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device component malfunction) : possible novopen 4 did not inject insulin(device failure) : possible losing weight(weight loss) : unlikely reporter's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : unlikely acidosis (patient is type 1 diabetic )(acidosis diabetic) : unlikely they adjusted patient dose then pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device component malfunction) : unlikely novopen 4 did not inject insulin(device failure) : unlikely losing weight(weight loss) : unlikely company's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : possible acidosis (patient is type 1 diabetic )(acidosis diabetic) : possible they adjusted patient dose then pressed on push button, the dose counter returned back to 0u again but the piston rod did not move to push back of penfill(device component malfunction) : possible novopen 4 did not inject insulin(device failure) : possible losing weight(weight loss) : unlikely.